Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was skipping while taking grafts. Additional clinical information determined that the reported issue occurred during surgery. It was stated that there was harm to the patient as the skin graft was chopped up into pieces. Part of the graft was used but the rest of the wound was left open to prevent any other complications that may occur by using the dermatome at another location on the patient. No alternate device was available for use during the surgery. It was confirmed that there was a surgical delay of 30 minutes and the patient was under anesthesia at the time of delay.

Manufacturer narrative:
Device was manufactured on 3/14/2001 and was previously repaired (B)(6) 2014 for a non-related issue. Investigation revealed the device operated erratically. Prior to repair, the device was outside calibration specifications at the zero thickness setting. Repair of the device included replacement of the standard repair parts. Post repair analysis revealed the motor operated erratically and did not meet electrical specifications without a load. There were no functional issues with the power supply, serial number (B)(4). The power supply did not necessitate repair. The customer's reported event was not reproduced during testing; however, the erratic operation of the motor and device most likely led to the reported event. A cause for the malfunctioning motor cannot be determined at this time. The device was repaired and returned to the customer. Recommended actions: recommended actions from ¿zimmer¿ electric dermatome instruction manual¿ 06001810579 rev. 10-10 to avoid serious injury to the patient and operating staff while the zimmer electric dermatome is in use, the user must be thoroughly familiar with its function, application, and instructions for use. Handle the zimmer electric dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use. The user and operating staff must always pay close attention to the cleaning precautions and cleaning instructions for the dermatome. Failure to follow these instructions may damage the dermatome. The handpiece and accessories must be inspected prior to each use. Visually inspect for damage and/or wear. Always inspect the handpiece carefully for possible scratches, nicks, or burrs caused by extended use or mishandling. Inspect the dermatome¿s cord for cuts or missing insulation caused by extended use or mishandling. Check the action of moving parts to ensure smooth operation throughout the intended range of motion. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Note: if damage or wear is noted that may compromise the function of the instrument, do not use.